Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has passed away. The device was returned to the manufacturer service center for evaluation. The device was visually inspected by the service technician. Evaluation result stated that the complaint was not confirmed and found no evidence of visible foam degradation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has passed away. The device was returned to the manufacturer service center for evaluation. The device was visually inspected by the service technician. Evaluation result stated that the complaint was not confirmed and found no evidence of visible foam degradation. The correct event description should be - the manufacturer received information regarding a dreamstation auto CPAP. The patient has passed away. The device was returned to the third-party service center for evaluation. The device was visually inspected by the service technician. Evaluation result stated that the device passed all tests. The complaint was originally reported under the recall, but after further review it was determined this complaint should not have been filed under the recall. Therefore, box d, g and h has been updated or corrected in this report.